Event description:
During a pulsed field ablation procedure using a non-abbott (boston scientific) opal and farapulse system, blood leaked from the hemostasis valve of the agilis sheath. This occurred during the insertion of the hd grid x catheter, following transseptal puncture with a non-abbott (japan lifeline) rf wire. No blood leak was observed when the hd grid x catheter was removed, but leakage recurred upon re-insertion of the hd grid x catheter. The agilis sheath was replaced, and the procedure was completed without adverse patient consequences. Concomitant device: advisor hd grid x catheter (model and lot# unknown).